Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps elevator appeared to be a yellowish/brown material but otherwise could not be identified; the adhesive around the light guide lens was also observed to be dirty/stained. A definitive root cause of the issue(s) could not be determined, as no additional event or device reprocessing information was reported or available, however, the issue was likely the result of user handling/ insufficient cleaning and or reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No play in the elevator was found and the elevator was moving up and down correctly. The device evaluation found the forceps elevator had foreign material and the adhesive around the light guide lens was dirty. In addition to the reportable malfunction, the following were noted: due to wear of angle wire, bending angle in up, down, left, and right directions did not meet the standard values and the play of upward/downward angulation control knob and right/left knob were out of the standard values; the nozzle was deformed and as a result, water removal ability did not meet the standard value; adhesive around the objective lens had a chip; the suction cylinder and forceps channel port were shaved; the bending section cover had discoloration; adhesive on the bending section cover was detached; the image guide protector and switch 1 were cut; the light guide cover glass had a dent. The following components had a scratch: connecting tube, switch box, suction connector, acoustic lens, universal cord, scope cover, distal end, light guide cover glass, and the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the forceps elevator of the evis exera ii ultrasound gastrovideoscope had play. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator had foreign material and the adhesive around the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.